Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged stopper with the incident lot was observed. Evaluation/testing of the customer samples was performed and stopper damaged was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: fragment of the stopper was in the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: fragment of the stopper was in the tube.